Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient was hospitalized with what was thought to be a urinary tract infection. The patient continued to have increased spasticity since the day before the report and was tachycardic. The pump was being used to deliver baclofen.